Event description:
Flow rate too fast.

Manufacturer narrative:
Evaluation summary: the info contained herein is based on the info provided by the initial reporter and the evaluation of the sample returned. The info provided indicated that the pump infused too quickly. The pt reported vomiting, hyperthermia, and tiredness. The device involved in this complaint was received and evaluated. The flow rate accuracy test was found to be within specification. The device history records were reviewed and the lot was released per specification. Retain samples from lot 772119 were also evaluated for flow rate. The flow rate accuracy test was found to be within specification. No problems were identified with the devices evaluated. If additional info that is pertinent to this event becomes available, I-flow will reopen the complaint.